Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #/ item # and lot # (DHR/IFU/rmf). No pre-existing conditions were noted on the per. The reported device was located on an unknown tooth #, and was in place at the time of investigation, which is why it was not returned. Review of appropriate documentation: documents reviewed: surgical manual: t3 and osseotite implant systems¿ zbinstsm rev a 06/19. Information identified: applicable information can be found in the "torque matrix - external connection" section. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # unihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the abutment screw was loose.